Manufacturer narrative:
E1: initial reporter phone #; (B)(6). E1: initial reporter facility name: (B)(6). G5: additional PMA / 510(k)#: bk050036. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® sst¿, the tube was cracked, causing blood leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd had not received any samples or photos for investigation. Therefore, a total of 30 retained samples underwent a visual inspection, and all were found to be without damages. Additionally, 10 retained samples underwent functional tests for brittleness and all passed without failure. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: broken/leaking. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® sst¿, the tube was cracked, causing blood leakage. No adverse impact was reported regarding the patient or user.